Manufacturer narrative:
No sample was received at the manufacturing facility for no vacuum. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A nurse reported during cortex cycle of a cataract extraction with intraocular lens implant they did not get suction. The handpiece was exchanged and surgery was competed, there was no patient harm.